Manufacturer narrative:
An event regarding alleged excessive levels of chromium and cobalt and stem loosening involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned, however, photos were provided. The photos show the head assembled to the stem. There are some scratches and blood on the head and slight damage is noted on the rim located near the lot code which appears to be consistent with explantation damage. Medical records received and evaluation: not performed as no records received. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that allegedly the patient had excessive levels of chromium and cobalt and stem loosening. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue and excessive levels of chromium and cobalt in his blood. Update 11/jun/2018: sales rep called in revision: "it was reported that patient's right hip was revised due to stem loosening (rep was not made aware of any patient complaints which may have led to revision). Surgeon reported possible corrosion of the trunnion may have contributed to the loosening (ion levels or metallosis not reported to rep). The femoral head was reported as very well fixed to the trunnion. The stryker shell and liner were not revised. Patient was revised to a competitor stem and head. Rep has provided explant pictures and reports that x-rays, medical records, and further information will not be released by the surgeon".